Manufacturer narrative:
(B)(4). UDI # (B)(4). Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented with an aneurysm (38mm x 42mm) in the popliteal artery which was successfully treated with a gore® viabahn® endoprosthesis on (B)(6) 2017. It was reported to gore that on (B)(6) 3017, the patient presented at the hospital complaining about impairment in walking and pain within the leg which was treated with the medical device. During a performed echography of the treated leg an occlusion of the distal neck of the popliteal artery, the anterior tibial artery and the peroneal artery was diagnosed. Therefore the patient was treated with a fibrinolysis for 24 hours which enables a good blood flow through the arteries. On (B)(6) 2017, the patient presented with an acute ischemia on the treated leg with the consequence that the gore® viabahn® endoprosthesis was explanted and the patient was converted to an open bypass procedure implanting a dacron graft through posterior access. It was stated that the explanted gore® viabahn® endoprosthesis was totally occluded and that a nitinol wire fracture of the medical device was observed.

Manufacturer narrative:
The device was returned to w. L. Gore & associates for investigation. Submitted unfixed was one gore® viabahn® endoprosthesis (vb-1). The lumen of the device was widely patent. The luminal and abluminal device surfaces were grossly devoid of tissue. Histopathological examination was not performed due to the paucity of adherent tissue. The device was subjected to an enzymatic digestion process to remove any possible biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope. The device was then regionally examined using scanning electron microscopy (sem). Representative wire ends were collected for metallurgical analysis; no other manipulation of the device was performed. There are wire disruptions, holes, and material abrasion in and near material folding that are consistent with in vivo wear.